Event description:
It was reported that the patient had the artificial urinary sphincter balloon (prb) component removed due to recurring incontinence. A new artificial urinary sphincter 71-80 cm h2o balloon (prb) was implanted. The patient was expected to fully recover following the procedure.

Event description:
It was reported that the patient had the artificial urinary sphincter 61-70 cm h2o balloon (prb) component removed due to recurring incontinence. A new artificial urinary sphincter 71-80 cm h2o balloon (prb) was implanted. The patient was expected to fully recover following the procedure. No issues were reported following the procedure.